Manufacturer narrative:
The complaint will be updated once the investigation is completed. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to periprosthetic fracture stem (right) revision njr number: (B)(4). Primary asa: p2 - mild disease not incapacitating. Products not revised and have no complaint stated against. Procotyl l beaded and ha coated cup size 52mm, pha06262, lot: 1774818; rim-lock biolox delta ceramic liner 36mm ID group e. Pha04510, lot: 1783338.